Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 800 mg/dl. The customer had symptoms such as nausea and thirst. The customer was treated with insulin and antibiotics. Customer stated that they were using auto mode feature. Customer was not able for troubleshooting. Insulin pump will not be returned for analysis.